Event description:
It was reported that the neonatal intensive care unit (nicu) nurse getting non-recoverable alarm 80 (the control processor failed to detect a simulated water temperature fault) in an arctic sun device. Guided through turning device off/on and resuming current patient therapy. If alarm persists device will need to go to biomed.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the neonatal intensive care unit (nicu) nurse getting non-recoverable alarm 80 (the control processor failed to detect a simulated water temperature fault) in an arctic sun device. Guided through turning device off/on and resuming current patient therapy. If alarm persists device will need to go to biomed.

Manufacturer narrative:
The reported issue was inconclusive. Sample was not received. Root cause could not be identified. Although a root cause could not be definitively identified, based on the risk documentation review, a potential root cause for this type of failure could be t1 or t2 sensors were out of limits. However there was insufficient information to confirm this potential root cause. A review of the device history records did not show any problems or conditions that would have contributed to the reported issue. The instructions-for-use are found to be adequate. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.